Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('abdominal hysterectomy-surgery tomorrow') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included concussion. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced memory impairment ("short term memory problems"), feeling abnormal ("brain fog"), learning disability ("feel like I cant learn new things like before"), disturbance in attention ("barely focus"), speech disorder ("trouble speaking after a migraine"), migraine ("migraine") and headache ("headache"). The patient was treated with surgery (abdominal hysterectomy). Essure was removed. At the time of the report, the medical device removal, memory impairment, feeling abnormal, learning disability, disturbance in attention, speech disorder, migraine and headache outcome was unknown. The reporter considered disturbance in attention, feeling abnormal, headache, learning disability, medical device removal, memory impairment, migraine and speech disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events added - memory impairment, feeling abnormal, learning disability, disturbance in attention , migraine, headache and speech disorder. Concomitant condition added: brain concussion. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('abdominal hysterectomy-surgery tomorrow') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (abdominal hysterectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: quality safety evaluation of ptc. On 23-mar-2020: f/ 1 and 2 processed together,social media received- repoter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('abdominal hysterectomy-surgery tomorrow') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (abdominal hysterectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.